Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Impella cp was inserted via the right femoral artery in an 87-year-old male with acute myocardial infarction complicated by cardiogenic shock. Prior to support, the patient was reported as society for cardiovascular angiography and interventions shock stage b and required respiratory support, vasopressor therapy, and inotropic support. The patient also had pre-existing peripheral vascular tortuosity and calcification. Following the impella cp insertion, oozing was noted at the right femoral access site. The patient was reported to be on systemic anticoagulation with an activated clotting time (act) greater than 200 seconds. No hematoma was reported, and the oozing improved with manual pressure, angle optimization, and reduction in vasopressors to aid in reducing blood pressure. Following foley catheter placement in the intensive care unit, dark red urine was observed. It was reported that prior imaging showed the pump position to be deep, so the medical team subsequently repositioned the device. No suction alarms were reported. Lactate dehydrogenase (ldh) testing was recommended to evaluate for hemolysis. At the time of the event, the impella cp was operating at performance level p-9 with flows of approximately 3.5 l/min. The purge solution consisted of 5% dextrose in water with 25 meq sodium bicarbonate and was functioning as intended. The patient subsequently expired while on impella cp support. Based on the available information, the impella cp functioned as intended. The reported access-site oozing is most consistent with an access-related complication in the setting of systemic anticoagulation. The reported dark red urine is consistent with hematuria; however, hemolysis was not confirmed. Alternative etiologies, including foley catheter placement, cannot be excluded. The patient's death is more likely attributable to the underlying acute myocardial infarction complicated by cardiogenic shock; however, the outcome is conservatively reported due to the inability to conclusively dissociate the device from the patient outcome.

Manufacturer narrative:
B1 product problem was omitted in the initial report.